Event description:
An endurant ii stent graft limb (etlw1624c156ej) was implanted during the endovascular treatment of a 72mm abdominal aortic aneurysm on an unknown date. It was reported during a periodic medical consultation , a CT scan identified an aneurysm enlargement due to a suspected type ib endoleak.  Per the physician the cause of the type ib endoleak was anatomy related although it was reported no calcification/tortuosity/ thrombus contributed to the ib endoleak. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported 1b endoleak could not be confirmed on the limited films received, therefore, the cause of the event could not be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Complete post-implant cts were not available for a thorough evaluation of the stent graft in vivo configuration. Presence of non-occlusive thrombus within the limb stent graft was observed on film evaluation. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.